Event description:
It was reported that a user who had recently been trained on the ilet perceived excessive insulin delivery, observed rapid reservoir depletion, experienced multiple correction boluses, and reported hyperglycemia with a peak of 320 mg/dl lasting approximately three hours; education was provided on proper cartridge handling, connector insertion, infusion site rotation, reviewing algorithm history and reports, and avoiding unannounced snacking during the learning phase. Symptoms included hyperglycemia without ketosis, loss of consciousness, or other acute complications. Outcomes included no medical intervention, no assistance required, and no hospitalization. Investigation included review of pump use history, insulin usage data, and user technique through remote troubleshooting. The investigation revealed user technique issues related to supply change and connector insertion, probable impact of frequent high-carbohydrate unannounced snacks prompting correction dosing, and potential site absorption variability from prior abdominal use, which together explained the increased insulin consumption and hyperglycemia. Based on previously established findings for similar reports, it was concluded that the cause was user technique and behavior contributing to elevated insulin use and hyperglycemia, with device function consistent with design. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.